Manufacturer narrative:
(B)(4).

Event description:
Information was received from a company representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that after passing through a security gate in an airport an error message displayed on the clinician programmer. No patient symptoms were reported.

Manufacturer narrative:
Other applicable components are: product ID: 8840, serial# unknown, product type: programmer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) confirming that there was no issue after the patient went through a security gate, the patient came just for a check. The issue was caused by the clinician programmer and was sent to be repaired. There was no patient concern.